Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the polish mode of a cataract extraction with intraocular lens implant procedure the patient experienced a posterior capsule tear. An anterior vitrectomy was performed and the lens was inserted into the sulcus. Upon review of the tip under a microscope the surgeon noted that the tip had a small spur on it. The case was completed without further incident.

Manufacturer narrative:
(B)(4).

Event description:
New information received from a completed questionnaire indicated that the patients symptoms have resolved.

Manufacturer narrative:
One opened ia tip was received in a plastic container for the report of spur at tip. The returned sample was visually inspected. The tip, thread and cannula were conforming. The hub area was non-conforming; the hub was twisted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A burr as described in the complaint cannot be confirmed from this evaluation, therefore, a root cause for the reported issue cannot be determined for the complaint as described by the customer. A possible root cause for the twisted hub seen in the evaluation is twisting of the cannula/hub assembly with greater force than required the manufacturer internal reference number is: (B)(4).